Event description:
During a tonsillectomy procedure, the doctor put the snare on the tonsil the snare wire got stuck. The tonsil had to be cut out around the snare wire so that it could be removed. The pt did not suffer any adverse effects as a result of this incident.

Manufacturer narrative:
The sales representative vistied the account and indicated that unfamiliarity with this product was most probalby the cause for the problems experienced. This account was used to using another type of snare. The representative explained how this tonsil snare works and made some suggestions to them on wire usage that should solve their problems. This tonsil snare is working properly; there are no defects with the snare.